Event description:
This spontaneous report was received by j&j (B)(4) on (B)(6) 2011 from a consumer (age, gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson dentotape waxed ribbon mint for dental cleaning (lot number 1201d, route- dental, expiration date unspecified). After an unspecified duration, the consumer reported that the dispensing cutter broke off. This report had no adverse event and the device was returned to j&j (B)(4). Physical inspection of the returned device confirmed the broken dispensing cutter. All release requirements for lot 1201d were met and no deviation reports have been generated for lot 1201d at j&j (B)(4). Review of j&j (B)(4) complaint data indicates that there are no other damaged/defective dispenser complaints reported for lot 1201d. The complaint will be forwarded to the manufacturer, j&j (B)(4) for batch investigation and component investigation. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.